Event description:
It was reported that this left ventricular (lv) lead exhibited an increase in pacing thresholds with loss of capture. It was noted that tip to can pacing configuration resulted in diaphragmatic stimulation. The lead was suspected to be dislodged and a lead repositioning was planned. Additional information noted that the patient presented for a lead replacement. A new lead was attempted to be implanted but there was no vein for good lv pacing. The device was also explanted, and another product was implanted successfully. The lead will not be returned as it was disposed. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that this left ventricular (lv) lead exhibited an increase in pacing thresholds with loss of capture. It was noted that tip to can pacing configuration resulted in diaphragmatic stimulation. The lead was suspected to be dislodged and a lead repositioning was planned. Additional information noted that the patient presented for a lead replacement. A new lead was attempted to be implanted but there was no vein for good lv pacing. The device was also explanted, and another product was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that this left ventricular (lv) lead exhibited an increase in pacing thresholds with loss of capture. It was noted that tip to can pacing configuration resulted in diaphragmatic stimulation. The lead was suspected to be dislodged and a lead repositioning was planned. Additional information noted that the patient presented for a lead replacement. A new lead was attempted to be implanted but there was no vein for good lv pacing. The device was also explanted, and another product was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that this left ventricular (lv) lead exhibited an increase in pacing thresholds with loss of capture. It was noted that tip to can pacing configuration resulted in diaphragmatic stimulation. The lead was suspected to be dislodged and a lead repositioning was planned. No adverse patient effects were reported.